Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: medical doctor had just finished using the endowrist long bipolar grasper and noted that the long bipolar had a wire sticking out between the graspers. It was a cable failure. The endowrist long bipolar grasper with wire sticking out was removed from sterile field, and a new one placed on the sterile field.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.